Manufacturer narrative:
A return material authorization (RMA) was issued for the vessel sealer extend instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. The vse instrument was installed and confirmed to pass homing. Nine cuts were completed successfully. One jaw angle open event was identified. This event may be related to the vse jaws being too far open to allow cutting. This event can occur due to too much bio-debris between the jaws or a mechanical failure. No error logs were observed on the e-100 generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical appendectomy procedure, the vessel sealer extend (vse) instrument stopped working. The vse was noted to be broken with a screw that came out; however, the customer stated the screw did not fall into the patient. The customer stated the instrument was inspected prior to use with no damage noted. The instrument was used for 10 minutes before the issue was identified. The customer reported that no fragment fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument (0069) was not returned for failure analysis (fa); however, the second vse instrument (0251) used in the same procedure was returned but fa was unable to confirm or replicate the customer-reported issue. Fa found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Review of the logs was unable to verify any recognition failures. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected.

Manufacturer narrative:
Additional information: two vessel sealer extend (vse) instruments were used during the procedure; however, it is unclear which instrument was involved in the reported event. An advanced energy log review shows the second vse instrument (480422-03, k19250103-0251) was used in this procedure. This instrument was installed twice and passed homing twice and performed six cut events (all complete per the logs) and six seal and three coag events. All six cut and seal events occurred during the first install. The three coag events all occurred during the second install, and there were no cuts attempted during the second install. There were no errors during the seal/coag events, per the logs. No errors in the logs related to the use of this vse instrument.

Event description:
Refer to h11 for follow-up information.